Event description:
Health professional additionally reported removal due to "textured recall." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, yellow/black particles in device outer surface and one opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease sharp assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.